Manufacturer narrative:
Siemens became aware of the reported event on 11/26/2014. This MDR is being mailed on 12/23/2014. The investigation is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer notified siemens on 11/26/2014 that the gantry traveled in the wrong direction during an auto sequence and damaged the table. Reportedly, the gantry should travel from 340 to 176 during an auto sequence (over 90). However, the gantry traveled in direction 270 and hit the table.